Manufacturer narrative:
Initially, it was reported that a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure due to degeneration after an implant duration of at least approximately six (6) years and seven (7) months. However, through investigation it was learned that this patient underwent the valve-in-valve procedure after an implant duration of approximately thirteen years (13) years and three (3) months. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case, the implant duration was greater than 10 years. Thus, not reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through the review of medical article "prediction of prosthetic heart valve interaction during transcatheter double-valve replacement using a bench model", the following event was identified as pertaining to an edwards device: a patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure due to degeneration after an implant duration of at least approximately six (6) years and seven (7) months. This estimate is based on the lower bound of the reported implant duration range. At presentation, the patient exhibited new york heart association (nyha) functional class iii or IV symptoms. A 29mm non-edwards transcatheter valve was successfully implanted within the surgical bioprosthesis. The patient was discharged home. At the most recent follow-up, the patient was reported to be in nyha functional class I.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on november 30, 2024. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: nandhakumar v, chopra a, gomathinayagam v, ajit ms. Prosthetic heart valve interactions and their clinical significance during transcatheter left-sided double valve replacement. Jacc case rep. 2025 apr 16;30(8):103673. Doi: 10.1016/j.jaccas.2025.103673. Pmid: 40250932 pmcid: pmc12047006. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.